Manufacturer narrative:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) came out of the skin. In addition, the mynxgrip also exceeded the expiration date. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes. There was no reported patient injury. The device was stored according to the instructions for use (IFU). The product was stored in the appropriate cabinet in accordance with the IFU. The device storage did not exceed a temperature of 25 °c. The mynxgrip was prepped and used according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer (unknown). The vessel diameter was verified to be greater than 5mm in diameter. The vessel was noted to have a mild tortuosity. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. No unusual force was applied when retracting the sheath. There were no kinks in the sheath or device after removal from the patient. Fingertip compression was maintained on the skin during removal of the device. The device was returned for evaluation. A non-sterile mynxgrip vascular closure device 6f/7f was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The procedural sheath was on the catheter and fully retracted. The advancer tube was on the catheter shaft, properly engaged to proximal tamp lock and the sealant was observed to have been exposed to blood, adhering to the device atraumatic wire as received. The condition of the returned device indicates an incomplete removal of the device. The device was inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. A product history review of lot f1906004, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported ¿sealant dislodged¿ and expiration date exceeded¿ was confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Procedural factors may have contributed to the reported events. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. The expiration date exceeded can be attributed to the user failure to check the expiration date of the product. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1906004 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) came out of the skin. In addition, the mynxgrip also exceeded the expiration date. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes. There was no reported patient injury. The device was stored according to the instructions for use (IFU). The product was stored in the appropriate cabinet in accordance with the IFU. The device storage did not exceed a temperature of 25 °c. The mynxgrip was prepped and used according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer (unknown). The vessel diameter was verified to be greater than 5mm in diameter. The vessel was noted to have a mild tortuosity. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. No unusual force was applied when retracting the sheath. There were no kinks in the sheath or device after removal from the patient. Fingertip compression was maintained on the skin during removal of the device. The device will be returned for evaluation.